Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chole. Event description: rep was informed of an event involving a clip applier in which the device experienced no clip loading. Subsequent actuations of the handle would lead to clips dropping out of the device. Clips were retrieved from the patient and a second device was opened which functioned as normal and was used to complete the case. There was no patient injury and the product is available for return. No additional information can be provided. Product available for return. Patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole event description: rep was informed of an event involving a clip applier in which the device experienced no clip loading. Subsequent actuations of the handle would lead to clips dropping out of the device. Clips were retrieved from the patient and a second device was opened which functioned as normal and was used to complete the case. There was no patient injury and the product is available for return. No additional information can be provided. Product available for return. Patient status: no patient injury. Intervention: the case was completed with the new one.